Manufacturer narrative:
(B)(4) - no injury alleged. Malfunction alleged. The device in question was returned for an evaluation as of (B)(4) 2015. The subsequent confirmed the complaint with respect ot the reported issue of the unit turning off. The underlying cause of which was determined to be a defective pilot valve. Furthermore, a new issue was discovered: the unit had no alarm. The underlying cause of the emergent issue was determined to be a defective pilot valve (part of the manifold valve assembly. MDR to be filed.

Event description:
Dealer is stating that the unit turns off. An additional issue emerged when the device was returned for an evaluation. The unit had no alarm.